Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing noted on the presenting electrogram (egm), with high right ventricular (rv) capture threshold also noted, which had been creeping up since implant. Follow-up determined that some slight programming changes were implemented, but settings were programmed back to "nominal" a couple days later, as the patient was found to have a drug toxicity which was causing the increased thresholds and other issues. Both leads remain in use. No patient complications have been reported as a result of this event.